Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose (bg) level. The customer declined to perform further troubleshooting with tandem technical support as the customer had reverted to an alternate method of insulin therapy.